Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17629963m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. During the opening of the package for the smart touch bidirectional catheter, the nurse expressed doubt on the packaging for the sterility of this catheter. Therefore, this catheter was not used in the patient. The procedure was completed with no patient consequence. This event is being assessed conservatively as a reportable malfunction for compromised catheter sterilization. This type of issue presents the possibility of introduction of microorganisms into the vasculature which may lead to an infectious process, bacteremia or sepsis. This may result in the need for additional medical intervention or injury.